Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control replaced the battery connector pins in the device and observed proper device operation through functional and performance testing. The battery pins appeared to have a loose connection with the batteries. The device will be returned to the customer for use.

Manufacturer narrative:
Physio-control performed a clinical evaluation of the reported event and determined that the device use did not contribute to the death of the patient.

Event description:
The customer reported that during a patient event, the device lost power on multiple occasions. There was no specific information provided regarding the patient event other then the patient was in a pea (pulseless electrical activity) rhythm. The customer reported during the event, when moving the device, it would power off completely and would show a question mark on the screen where the battery level normally is. When the device was powered back on, the battery level appeared like normal again. No additional information regarding the event was provided. The patient did not survive.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.